Event description:
It was reported that (2) tct75 were used during a lobectomy procedure. It was reported by the rep that on the third firing of both instruments, they would not fire and the knife would not advance. A third tct75 was used to complete the case without further problems. There was no consequence to pt.